Event description:
Received that pump has stopped all insulin delivery. This issue elevated the customer's blood glucose levels.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.